Manufacturer narrative:
Device remains implanted. Concomitant medical products: gore® excluder® aaa endoprosthesis (sn (B)(4)). Imaging has been requested from the physician so a product evaluation can be carried out.

Event description:
It was reported that on (B)(6) 2022 a patient was treated for an abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis. The main trunk device was extended with gore® excluder® aaa endoprosthesis contralateral leg endoprostheses. During the procedure, the trunk device landed 5 mm below the left renal artery. The physician declined to reconstrain and reposition due to the patient's poor kidney condition. The right internal iliac artery was intentionally overstented. At the conclusion of the procedure, imaging reportedly showed distal migration of 15 mm and overstenting of the left internal iliac artery. The physician is taking a wait and see approach and is currently monitoring the patient for potential complications.

Event description:
It was reported that on (B)(6) 2022 a patient was treated for an abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis. The main trunk device was extended with gore® excluder® aaa endoprosthesis contralateral leg endoprostheses. During the procedure, the trunk device landed 5 mm below the left renal artery. The physician declined to reconstrain and reposition due to the patient's poor kidney condition. The right internal iliac artery was intentionally overstented. At the conclusion of the procedure, imaging reportedly showed distal migration of 15 mm and overstenting of the left internal iliac artery. The physician is taking a wait and see approach and is currently monitoring the patient for potential complications.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Imaging was requested but is not available. Further, the device remains implanted and is therefore unavailable for evaluation.

Manufacturer narrative:
Adjusted coding to show that complainant was contacted to provide additional information (b13/communication/interviews).